Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and kidney infection ("infection (bladder/ urinary tract/vaginal) type: kidney") in an adult female patient who had essure (batch no. 794896) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and abdominal pain ("abdominal pain"). In (B)(6) 2014, the patient experienced kidney infection (seriousness criterion medically significant), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("excessive and abnormal bleeding during menstruation"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), nausea ("nausea"), vaginal discharge ("vaginal discharge") and weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy ¿ w/ cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia, fatigue, weight increased and abdominal pain had resolved and the kidney infection, urinary tract infection, depression, nausea and vaginal discharge outcome was unknown. The reporter considered abdominal pain, depression, dysmenorrhoea, dyspareunia, fatigue, kidney infection, menorrhagia, nausea, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results: additional physician(s): uterus (107 gm) with fallopian tubes, robot-assisted supracervical laparoscopic hysterectomy and bilateral salpingectomy: secretory endometrium with focal dyssynchronous features. Bilateral paratubal cysts. Otherwise unremarkable fallopian tubes. Coiled wires identified consistent with essure. Negative for malignancy. Gross examination: there is a wire coil at one cornu. The 2.5 cm thick myometrium is unremarkable with no masses, nodules or lesions identified. The 6.5 cm long x 0.8 cm in diameter and 5.8 cm long x 0.6 cm in diameter fimbriated fallopian tubes, both have smooth, pink-tan serosa and a 0.1 cm lumen. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of product technical complaints. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and kidney infection ("infection (bladder/ urinary tract/vaginal) type: kidney") in an adult female patient who had essure (batch no. 794896) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6)2011, the patient had essure inserted. In january 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and abdominal pain ("abdominal pain"). In january 2014, the patient experienced kidney infection (seriousness criterion medically significant), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("excessive and abnormal bleeding during menstruation"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), nausea ("nausea"), vaginal discharge ("vaginal discharge") and weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy ¿ w/ cystoscopy). Essure was removed on 9-feb-2016. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia, fatigue, weight increased and abdominal pain had resolved and the kidney infection, urinary tract infection, depression, nausea and vaginal discharge outcome was unknown. The reporter considered abdominal pain, depression, dysmenorrhoea, dyspareunia, fatigue, kidney infection, menorrhagia, nausea, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results: additional physician(s): uterus (107 gm) with fallopian tubes, robot-assisted supracervical laparoscopic hysterectomy and bilateral salpingectomy: secretory endometrium with focal dyssynchronous features. Bilateral paratubal cysts. Otherwise unremarkable fallopian tubes. Coiled wires identified consistent with essure. Negative for malignancy. Gross examination: there is a wire coil at one cornu. The 2.5 cm thick myometrium is unremarkable with no masses, nodules or lesions identified. The 6.5 cm long x 0.8 cm in diameter and 5.8 cm long x 0.6 cm in diameter fimbriated fallopian tubes, both have smooth, pink-tan serosa and a 0.1 cm lumen. Most recent follow-up information incorporated above includes: on 27-sep-2018: pfs and mr received-lot number added. Events vaginal bleeding, uti and kidney infection, depression, nausea, dysmenorrhea, dyspareunia, vaginal discharge, fatigue, weight gain were added & lab data updated.concomitant & historical drugs conditions were added. Product, patient & reporter information updated. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/"), kidney infection ("infection (bladder/ urinary tract/vaginal) type: kidney") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti") in an adult female patient who had essure (batch no. 794896) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo essure confirmation test". Medical conditions: *additional physician(s): uterus (107 gm) with fallopian tubes, robot-assisted supracervical laparoscopic hysterectomy and bilateral salpingectomy: secretory endometrium with focal dyssynchronous features. Bilateral paratubal cysts. Otherwise unremarkable fallopian tubes. Coiled wires identified consistent with essure. Negative for malignancy. Gross examination: there is a wire coil at one cornu. The 2.5 cm thick myometrium is unremarkable with no masses, nodules or lesions identified. The 6.5 cm long x 0.8 cm in diameter and 5.8 cm long x 0.6 cm in diameter fimbriated fallopian tubes, both have smooth, pink-tan serosa and a 0.1 cm lumen. Concurrent conditions included overweight. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("excessive and abnormal bleeding during menstruation/ abnormal bleeding(menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain/ right sided abdominal pain"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced kidney infection (seriousness criterion medically significant) and urinary tract infection (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced fatigue ("fatigue"). In (B)(6) 2015, the patient experienced depression ("psychological or psychiatric problems condition: depression"). On an unknown date, the patient experienced nausea ("nausea") and vaginal discharge ("vaginal discharge"). The patient was treated with antibiotics, cystoscopy and surgery (hysterectomy with bilateral salpingectomy ¿ w/ cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia, fatigue, weight increased and abdominal pain had resolved, the kidney infection, urinary tract infection, nausea and vaginal discharge outcome was unknown and the depression was resolving. The reporter considered abdominal pain, depression, dysmenorrhoea, dyspareunia, fatigue, kidney infection, menorrhagia, nausea, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.6 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jan-2019: pfs received- new event she didn¿t undergo essure confirmation test were added. Outcome of depression updated to recovering / resolving. Medical history , treatment drug were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("excessive and abnormal bleeding during menstruation"). The patient was treated with surgery (hysterectomy). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain and menorrhagia outcome was unknown. The reporter considered menorrhagia and pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.